Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. This does not meet a complaint definition, the electronic complaint record will be voided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that the patient was revised to address suspected infection. The event has a remote possibility of being device related and is definitely not procedure related. Update 6-21-2017: medical records have been reviewed. Office notes (B)(6) 2017 indicate the patient has been experiencing significant pain. Radiology reports indicate tibial subsidence with lucency around the entire tibial component. There is also lucency between the cement and bone interface on the femoral component, but no indication of gross femoral failure. Clinical impression: failed right total knee arthroplasty, suspected infection. Revision notes (B)(6) 2017: the patient right knee has been bothersome for many years with evidence of loosening of the tibial components. Due to his history of left knee infection it was thought there could be an occult chronic infection in the right knee causing loosening vs aseptic loosening. Due to this and the patient's significant symptoms with chronic effusion and chronic pain, loosening of the components radiographically, it was felt exploration with revision was needed. At revision, the surgeon noted there was clear fluid within the joint. There was metallosis noted immediately. Synovectomy was performed. The femoral component was freely rotating on distal femur. The tibial component was also loose, all were disimpacted and removed. There was mildly significant bone loss in the tibia. It should be noted that there were no slimy tissue or significant thickening of the capsular tissue that would one would expect with a chronic inflammatory response to infection. Attention was turned to the femur. While working with the femur it is noted that a small piece of bone broke off from the femur and this was cerclaged in place. There was also another very small perforation of the proximal femur. It was decided at this time to use a tibial nail along with stimulant cement. The wound was then closed. It should be noted that all cultures taken at time of explantation were negative. Office notes (B)(6) 2017: patient is progressing well and is ready for re-implantation. Re-implantation with biomet products occurred on (B)(6) 2017. Updated on 7-18-2017.